Event description:
(B)(6) reported the following event: the surgeon was performing a cardiac closure when the application instrument for zipfix did not pull the zipfix implant with sufficient force to lock it. The zipfix instrument would still tension on the implant without the cutter being latched, which negated the build-in safety feature that is supposed to prevent this from happening. Surgery was completed with a similar product available. This is 1 of 1 report for event # com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles has shown that: the indented function of the instrument is to prevent the user from lifting the cutting lever - while the tension lever is pulled (tension applied to the device) is not given. The investigation shows that two components of the instrument are deformed which allows the user to perform both functions at the same time. The root cause of this deformation can not be identified by product development. No other complaints with the same nature are known to product development. The product development investigation is closed therefore results are undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.